Event description:
It was reported that there was noise on the ventricular lead. The physician believes that the noise could be due to lead erosion or lead insulation abrasion under the device. There has been no additional testing or imaging. There were no adverse events to the patient and the patient will be monitored.